Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A mother reported a low readings issue with the adc freestyle libre, on behalf of her son. A sensor scan result of 'lo' (reading less than 40 mg/dl) was received while the customer was experiencing symptoms of nausea, vomiting, fainting, dizziness, and a loss of consciousness. The customer was presented to an unspecified point of care, where he was diagnosed with hyperglycemia and treated to "restore" his electrolytes and insulin levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. A DHR (device history review) for the libre sensor and libre sensor kit was reviewed and the DHR showed the libre sensor and libre sensor kit passed all tests prior to release.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A mother reported a low readings issue with the adc freestyle libre, on behalf of her son. A sensor scan result of 'lo' (reading less than 40 mg/dl) was received while the customer was experiencing symptoms of nausea, vomiting, fainting, dizziness, and a loss of consciousness. The customer was presented to an unspecified point of care, where he was diagnosed with hyperglycemia and treated to "restore" his electrolytes and insulin levels. There was no report of death or permanent impairment associated with this event.